Event description:
On (B)(6) 2014, the lay-user/reporter contacted lifescan (lfs) (B)(4), alleging that the onetouch select simple meter is giving inaccurate high reading of ¿440 mg/dl¿ compared to a lab reading of ¿310 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation. According to the reporter, the patient increased his insulin from his normal 14 units of insulin to 25 units. Subsequently, the patient felt symptoms of ¿giddiness and fainted.¿ after some time the patient was fine. During troubleshooting, the reporter confirmed the meter to lab comparison was performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the patient fainted after he took insulin based on the alleged inaccurate high reading obtain on the lfs meter. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Follow-up # 1 ¿ (04/21/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.